Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: bi71000125. H3, h6: the system was serviced in the field and an imaging modality failure was confirmed. The device couldn't expose. After turning on and off the system come back normal. The issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the device cannot be exposed. The device would not take an image. There was no patient involvement.